Event description:
The device was removed due to a "malfunction". 2/4/97 - upon receipt of add'l info requested from the physician/surgeon, he stated,..."the device was removed due to a tubing fracture at the pump". Additionally, he reported that the pump, cylinder(s) and assembly kit component(s) only were removed and replaced with another co's pump/cylinder set; leaving the reservoir component in place from the initial implant surgery.

Manufacturer narrative:
The pump with attached connector and both cylinders were received and evaluated by the MFR. Microscopic examination of the pump was performed. Based on the markings on the cross section surfaces between the pump's non-serialized outlet and cylinder #2, this area was determined to be a leakage site. The cross sectional surfaces of the leakage site were rough and irregular, indicating a tubing tear. The cross sectional surfaces of the leakage site were also uniformly striated, indicating contact with sharp instrumentation, such as a scalpel. Based on the received info, and qa's examination, qa concludes the following: 1) a leakage site was observed and was the reason for removing the device. 2) however, because the info received is limited and qa is unable to determine the device duration in-vivo, qa is precluded from determining the sequence of the instrument contact/tear of the non-serialized outlet tube.